Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot# serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were seeing rm04 and rm05 error messages appear on the controller while trying to recharge the ins; it was understood that the patient (pt) was seeing system problem messages. Pt stated that the rep had them reset the controller, however the issue wasn't resolved and the rep thought that the controller battery pack needed to be replaced. It was reviewed rtm replacement with the pt; when asked the pt if the rtm was getting hot while trying to recharge the ins; the patient stated no but that the ins itself was getting hot. They confirmed that the rtm cord was not loose from the paddle and that there was no apparent damage to the rtm. Pt also confirmed that the connector pins were all straight and not out of place; pt stated that they hadn't tried to force either the ac power supply or rtm into the controller. Pt stated that the equipment was working to charge the ins and then it wasn't working, so it was back and forth and then all of a sudden the ins wasn't charging at all and the stimulator just stopped all together; pt stated that this had nothing to do with the rtm. Pt stated that the issue started over the holiday weekend and that they could maneuver the equipment a little bit and then the ins would charge a little bit, but then the ins would stop charging. Pss asked the pt if the controller charged properly; pt stated that they thought so but that the controller wouldn't charge this afternoon; pt stated that the controller battery was only about 50% and they thought that if they charged the controller to 100% then they could recharge the ins. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on and that the ac power supply green light was illuminated. They then had the patient re-insert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed that the green light was flashing above the screen. They were instructed to unlock the controller to check the device battery levels however upon unlocking the controller, no device found appeared. Pss asked the pt if they knew if the ins battery was depleted and pt stated that the ins battery was empty and that the controller was at 40% or 50% last time they checked. An email was sent to the repair department to replace the rtm.